Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 180 mg/dl, and 260 mg/dl. Tests were done within 10 minutes with a difference of 32%. Patient did not experience any adverse events. No further information has been reported. Note: "customer indicated that they had been hospitalized due to bg levels, but not due to the meter."